Manufacturer narrative:
Product ID of malfunctioned recharger (rtm) device changed from 97755 to neu_recharger_acc as the device serial number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the relay box on the recharger gets hot. Patient described it as getting hotter than fire when recharging the implanted neurostimulator and the issue began about a month or two ago. Patient stated they met with medtronic representative at doctor's office and the rep provided them with a replacement recharging antenna. Patient reported the recharging paddle provided by the rep was real thin and bendable and it felt like it was shooting electricity up their back so they returned the recharger back to the rep today. A replacement recharger telemetry module (rtm) was sent out. Rep reported that patient came in to office tuesday 3/25 to report the ¿shooting up¿ when charging. Told to call for new antenna as they don¿t like rep's antenna.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.